Event description:
Subsequent information has obtained the model and serial number, as well as, case specific information. The patient was reportedly scheduled for an in office evaluation at which time no artifact nor oversensing were observed during positional maneuvers; the patient has been reported as 100 percent, pacer dependant. Boston scientific's technical services was contacted for possible root cause opinions and x-ray image assessment. Additionally, the physician stated no macroscopic damages had been observed. No adverse patient effects were reported. Associated lead information confirmed both to be non boston scientific products. The x-ray review was showing the right ventricular lead positioned, mid-septum. A potential kink in subclavian area was observed. Pacing impedance measurements appeared stable in the unipolar configuration thus further follow-up through the latitude remote monitoring system and enabling the non sustained ventricular tachycardia (nsvt) alerts within the device settings, was recommended. To date, this device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered a lead safety switch via their remote monitoring system. The patient was reportedly to be scheduled for an in office evaluation at a later date. Boston scientific's technical services was contacted for possible root cause opinions. X-ray images were not available for review at this time; however the physician stated that no macroscopic damages were observed. No adverse patient effects were reported. The associated lead information is unknown and to date, no further information has been obtained nor system changes reported.